Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Synergy ous mr 2.75 x 38mm stent delivery system was returned for analysis. An examination of the crimped stent revealed proximal damage. Strut rows 1 from the distal end of the stent were lifted and pulled distally. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 30-jul-2018. It was reported that crossing difficulties were encountered. The 90% stenosed, de novo target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 2.75 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.